Manufacturer narrative:
The insulin pump was received with a blank display due to a broken power connector in the battery tube site and a stuck connector on the interface board. Partial display or missing segments anomalies could not be verified due to the blank display. The unit was received with a broken off end cap and broken motor. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer's mother reported via phone call taht the customer was playing football with his friends when his insulin pump fell off and got smashed by a car. The patient's blood glucose at the time of incident was 246 mg/dl or 247 mg/dl. The mother confirmed that the entire insulin pump was smashed. The insulin pump was returned for analysis.